Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. When the physician was positioning the was in the laa of the patient a thrombus was noted to be present. The physician aspirated the thrombus out of the patient and the procedure was continued. The physician positioned the was in the laa and then began to introduce the wds. Before inserting and snapping the wds together with the was, the physician noted that there was no back bleed occurring. The physician pulled all the devices back into the right atrium and noted that there was a large thrombus present. Another aspiration was performed, and the was was removed from the patient. The procedure was successfully completed with a new was. The closure device was implanted in the laa of the patient. The patient did not experience any consequences as a result of this event.